Event description:
It was reported during preparation for an angioplasty treatment procedure, stent damage occurred. A 2.75mm x 20mm liberté stent was selected. It was noticed that the stent was damaged and was "different from the standard format". There were some "messy wires with sharp parts". The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an liberte/veriflex with an liberte/veriflex shelf box. The batch number on the packaging and device matched the reported batch. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were two stent struts in the first proximal row that were lifted. There were multiple hypotube kinks. The hypotube was completely separated 24.5cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported during preparation for an angioplasty treatment procedure, stent damage occurred. A 2.75mm x 20mm liberté¿ stent was selected. It was noticed that the stent was damaged and was "different from the standard format." There were some "messy wires with sharp parts." The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).